Event description:
Patient ordered tinted contact lenses without a prescription using an online app called wish.com. It is illegal to sell contact lenses without prescription whether or not the contact lenses contain a prescription for visual correction. The patient was uneducated regarding the proper use of contact lenses and slept overnight in the lenses on several occasions. The event resulted in contact lens-related keratitis in both eyes. The problem could lead to corneal ulceration adn subsequent vision loss.